Manufacturer narrative:
A review of the complaint history, device history record, documentation, quality control, specifications, and visual inspection of the returned device was conducted during the investigation. The aurous centimeter vessel sizing catheter was returned for evaluation without the hub attached. The proximal flare of the catheter tubing was round with no damage noted. The device was flushed and biomatter exited the distal end of the tubing. No tears were noted in the catheter tubing. Slight kinks were noted at 53.5 centimeters (cm) and 67.5 cm from the proximal end. Twenty-one marker bands were noted. The inner and outer diameter measured within specifications. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
It was reported that during an aortic angiogram procedure, the aurous centimeter vessel sizing catheter was being used with a competitor wire and power injector via femoral artery approach. The site reported utilizing "the recommended pressure". While injecting contrast, the catheter bust. The tip of the catheter was reported to be at the aorta. The medical staff removed the device, examining for any pieces that may have remained in the patient. There was no reported adverse event or injury to the patient. No further information was provided.